Event description:
It was reported that the interpulse handpiece overheated. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Disposed of at user facility.